Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operative 14 cm ruptured abdominal aortic aneurysm. The aortic neck was uniform in diameter along its length, but moderately angulated and severely calcified. The iliac arteries had mild calcification. It was reported that after the talent bifurcated stent graft was delivered and deployed without issues for the treatment of the ruptured aneurysm, a proximal type I endoleak was evident. The physician elected to intervene by implanting another MFR's stent, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation: results: (endoleak), (pre-operative ruptured aneurysm; moderately angulated and severely calcified aortic neck), (stent graft was implanted for the treatment of a ruptured aneurysm). Conclusions: (pre-operative ruptured aneurysm; moderately angulated and severely calcified aortic neck), (stent graft was implanted for the treatment of a ruptured aneurysm).